Manufacturer narrative:
E1: initial reporter facility name:(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified artery. A 15mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.